Event description:
It was reported that pt was experiencing a strong stimulation that felt like a shocking sensation every five - twenty seconds. The symptoms began the day before. There was no known trauma. The pt was walking up the stairs and the shocking sensation kicked in. The sensation caused him to fall down the stairs. The device had been off for a month until the event happened when the device came on by itself. The pt reportedly had the same experience a few year ago. The pt was reprogrammed and the pain discontinued. The pt had an appointment to see their physician to have the device checked. Additional info has been requested. See also MFR report #3004209178-2008-08449.